Manufacturer narrative:
This info was supplied by co's distributor. The wire reinforced endotracheal tube was returned with the reinforcing wire spring pulled loose from the inner wall of the tube. The user states that the tube was used 4 or 5 times prior to this event. The tube is yellow in appearance which indicates exposure to harsh conditions. This tube was sectioned and examined under magnification. Sections where the wire is intact show an inner wall of silicone covering the wire. The conditions this tube were subjected to most likely weakened the inner wall. The inner lumen was then nicked or scratched exposing a section of spring. The exposed spring was then likely snagged on the suction catheter or stylet which pulled the spring out through the inner wall of the tube.